Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was in comm loss with all connected bedside monitors (bsms). The unit was rebooted but would not load the cns application and gave a "network disconnected" error message. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause to be unknown. The customer performed troubleshooting measures that included rebooting the cns and found that the unit would not boot into the cns software. They replaced the network cables without resolution. On 08/28/2020, the cns was received and tested by the nihon kohden repair center (nk rc) who was unable to duplicate the reported issue. No problem was found, noting that the unit met specifications. No response by the customer to follow-up attempts suggests the issue was resolved. Review of the serial number history found no recurrence of the issue. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all beds. The unit was rebooted but will not load application and stated network disconnected. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all beds. The unit was rebooted but will not load application and stated network disconnected. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the bedside monitors were being used in conjunction with the cns, but the model or serial number information was not provided by the customer.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was in communication loss with all beds. The unit was rebooted but will not load application and stated network disconnected. No patient harm reported.